Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they received a low battery alert on (B)(6) 2018 and on (B)(6) /2018, the transmitter died. It was indicated that the patient¿s husband contacted dexcom technical support on (B)(6) 2018 to inquire about the replacement transmitter that they were waiting for and during that time, the patient experienced a hypoglycemic event which resulted them being in the emergency room on (B)(6) 2018 and (B)(6) 2018. Event details were not provided. There was no allegation against the device as the patient was still waiting for their replacement transmitter to arrive. No additional patient or event information is available.